Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a "no disposable, clamp tubing" alarm. Per reporter the residual volume was 10.1 ml, the rate was 1.1 ml, and the amount given was 88.55 ml. No adverse patient effects were reported. Per reporter, no further information is available at this time.